Event description:
The tip of the two needles broke off into the patient. The surgeon states that he applied force when the needles got stuck in the acromion and considers this to be the cause of the break. Both pieces remain in the patient. Another needle was used to complete the surgery.

Manufacturer narrative:
Device was not returned for evaluation. Lot numbers are unknown.